Event description:
It is reported that a customer experienced high blood glucose of 463 mg/dl. The customer was treated for the high blood glucose with 12 units of insulin. The customer was informed that there could be many reasons for high blood glucose. The customer stated that they have a broken belt clip due to a broken lock on the clip. A new belt clip was sent the customer as a replacement. The customer's insulin pump works as designed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.